Event description:
It was reported that the catheter was placed in or for surgery without difficulty. The patient was doing fine and the mac was used for blood and drug administration. A hematoma was observed during the procedure and was "cleaned up and taken care of". The pt went to recovery and was extubated w/o event. The patient was reported bleeding three days after surgery and required intervention. Details are being pursued,